Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer received false positive results. No confirmatory testing was performed. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "application specialist comes with a customer with weird curves, and a lot of co-infection results - possibly false positives although not confirmed."

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone number: (B)(6). Multiple 510k numbers were reported to be involved: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer received false positive results. No confirmatory testing was performed. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "application specialist comes with a customer with weird curves, and a lot of co-infection results - possibly false positives although not confirmed."

Manufacturer narrative:
The complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "false positive". Customer reported that they have seen numerous adenovirus positives combined with rotavirus positives since getting software v5.30. Service confirms that there is evidence of optical issues, all occurring on reader side a. Quality confirms that there is also evidence of bubbles present in the pcr cartridge for some of the false positives. Service has escalated these recurring evp false positives for further investigation, and suggested that the customer temporarily performs evp sample testing on the side b reader only. Application specialist and fse were dispatched to the customer site, who assisted the customer with workflow and pcr curve optimization. Fse also performed an instrument pm and reader normalization, replaced the z-gantry axis & motor, and performed qualification and qpm runs to verify correct functioning of the instrument. Review of device history record for instrument ct1756 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 01jul2020. Service history review was performed for the instrument ct1756 and no additional work orders were observed for the complaint failure mode reported. Sample review consisted of review of customer run files: run #50, 51, & 53. Review of these run files by quality confirms that some of the lanes in which there are adenovirus false positives occurring show evidence of the presence of bubbles in the pcr chamber per the pcr curve shape. The complaint is confirmed by service and quality. The root cause cannot be determined with the information provided. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.